Event description:
It was reported that during the test, the green light appeared, but the web did not detach when attempting to detach. We tried changing the wdc controller three times, but it still did not detach, so we retrieved it, and it broke inside the catheter. Procedure was complete with another device. The patient was reported to be stable.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned web system found the implant separated from the delivery system, the pusher bent at the overcoil-to-hypotube junction, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch when the delivery system was pulled / retracted during the procedure. Furthermore, the implant¿s monofilament was found melted with a tensile break shape at the tip, which is consistent with a partial thermal activation, resulting in the implant to not separate until the device experienced force that exceeded the tensile strength of the monofilament. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher bend and proximal connector kink, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield strength.

Event description:
Please see section h11 for device investigation results.